Event description:
It was reported that nerve integrity monitor (nim )vital patient interface had a periodic artifact in the operation room. There was an effort to do nim3.0 verses nim4.0 comparison during a tympanoplasty -mastoid case however during the setup there was significantamount of artifact where the unit was not usable due to loud artifact sound for the surgery. After several troubleshooting, including trying to use the patient interface in wireless mode, electrode placement check, re-positioning the patient interface to make sure there wasn¿t interface caused by nim3.0, the issue was not resolved. Another patient interface was used and that resolved the issue. At the end of the surgery, defective patient interface was re-tested and the same artifact was replicated. At that time, the wireless function did not work with this same unit and it appeared that there was a battery issue as well. No patient impact.

Manufacturer narrative:
H3:product analysis confirmed that the unit was was presented with dead batteries and defective main pcba. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, the event occured pre-operative, and user was alerted with audible indicator. The device also did not work in wired mode and patient interface was stuck in reset mode giving an artifact every 6 seconds. The patient interface was not getting charged as the battery was dead so no charging happened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.